Event description:
On 3/6/2006 from 2100 to 0424 am, the pt received 120 mg of morphine over a 7 hours and 24 minutes via pca (pt delivered 42 mg by using the pca button to administer the medication as ordered). A report from the pca pump indicated the door of the pca was unlocked 50 times; nursing staff only unlocked the door 3 out of the 50 times. The pca was discontinued and the pca machine was taken out of service. Pry marks were found on the door latch/lock area of the machine. The pt denied any manipulation to the machine. Folllowing the pt's discharge, a large sharp knife was found in a cabinet in the pt's room, which was not there the day before. During the period of the morphine administration, the pt's vital signs and respiratory status were unchanged. This event was reported to the institute for safe medicine practice (ismp) and a medwatch to the MFR and the FDA was submitted addressing the potential of unlocking locked pca machines via tampering with objects other than pca keys. A controlled pca eval was completed in clinical engineering. Within 10 seconds, a staff member was able to pry the locked pca machine open using the knife found the the pt's room after discharge. The pca machine was also relocked using the knife.